Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that unraveled guidewire occurred.  The 035/260/1 (bx/5) amplatz super stiff¿ guidewire was selected for use; however, the device was found to be defective. The device seems to be unraveling and there is a small wire sticking out of it. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a broken core wire.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has distal end damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents the distal end severely damaged (coilwire unraveled and corewire broken). All the outer diameter (ods) were taken and were all according specifications. The guidewire overall length could not be measured due to the wire has unraveled. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).